Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after patient lost weight the patient experienced pain at ipg site. Patient was prescribed ongoing pain medication. Surgical intervention was undertaken wherein the ipg was explanted and the lead was left intact.